Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site and troubleshooting was performed. The monitor at the imaging system video output shows missing/corrupted files at c:/windows/system32/config. The software was attempted to be reloaded, which was unsuccessful because of the network connection. The imaging system pc was replaced. Part return has been requested. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the imaging system could not be fully booted up. When attempting to start up the system, the pendant displayed "system booting please wait", and would not complete the boot up process. The drive wheel motion was reportedly the only function that was able to be used. This was discovered outside of any patient involvement. No additional details were provided.

Manufacturer narrative:
A medtronic representative replaced the imaging system computer and performed an imaging system check-out, all areas passed after the replacement of the computer.no parts have been received by the manufacturer for analysis.

Manufacturer narrative:
Investigation of returned suspect o-arm computer confirmed the reported problem. O-arm computer displays missing c:/windows/system32/config on boot up. Verified bios setting are correct. Installed o-arm computer in test imaging system and attempted to load software. It was noted there was no lan 2 led activity and software load was not successful. The reported issue was confirmed to be caused by a fault with the hard-drive.